Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation no image was not confirmed. The evaluation did not uncover any issues. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
When preparing for exploration of uterine cavity, no image displayed on the video system. The procedure was completed with another device and there was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.